Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this sales representative contacted boston scientific technical service on april 1, 2019. The technical service consultant was informed that this patient had died. There were no reported allegations of device malfunction that may have caused of contributed to the patient's death. The facility is conducting a clinical study to review post-mortem device data. The documented patient burial was (B)(6) 2016 and the date of death was listed as (B)(6) 2016. According to the sales representative, the device had been removed post-mortem and a fault code was identified post-explant. The device was returned and received at boston scientific return product department. This implantable right ventricular (rv) defibrillation lead has not been received at boston scientific return product department. A save-to-disk was obtained and reviewed by the technical service consultant. Daily measurements over the past year were not available as the device had been explanted greater than one year and the device only stores one year of data in memory. Both the tachycardia and bradycardia modes had been programmed off. The device tachycardia mode had been programmed off on (B)(6) 2018. At the time of device return, the device therapy zones had been programmed as follows: vt-1 zone at 155 bpm monitor only; however, shock therapy must have been programmed on in this zone on the date of death, the vt zone at 175 bpm with one atp scheme of four bursts and six maximum energy shocks, and vf zone at 195 bpm with eight maximum energy shocks. The pacing percentage from (B)(6) 2016 to (B)(6) 2016 were less than one percent in both chambers. Time forward from that includes time after the device was explanted. The tachycardia counters included three hundred and fifteen ventricular episodes. Three treated with vf therapy, two in the vt- zone, three hundred non-sustained episodes and ten other untreated (episodes where duration expired but did not reach detection or the episode was diverted. A review of the arrhythmia logbook recorded one event (episode v-293) occurring on (B)(6) 2016. Episode v-304 through episode v-315 ((B)(6) 2016 through (B)(6) 2018) occurred post-mortem and were non-physiologic. For episode#v-293 on (B)(6) 2016, the following attempts were reviewed. Attempt 1: the rhythm began abruptly, the rate met 8/10 in the vf zone. The right atrial rate was 38 bpm and the right ventricular rate was 209 bpm. The intracardiac shock egm showed very irregular unorganized rhythm with varying amplitude and no discernable qrs. During the duration phase, the rate slowed into the vt-1 and vt zones, but the last beat of duration was in the vf zone. Quick convert atp was delivered at elapsed time of 3 seconds. Following atp delivery, the amplitude of the signal was very small (two larger amplitude beats were slow, and therapy was diverted). Attempt 2: the rhythm continued irregular and fast. Redetection was met in the vf zone. The device detected and began to charge at 12 seconds total elapsed time. The charge time was 9.4 seconds. A 41 joule shock (initial polarity) was delivered associated with a post-shock impedance of 72 ohms. Attempt 3: after three slow beats, the fast, irregular rhythm resumed and was again detected. There were some vf beats, some vt beats, and some vt-1 beats in the vt-1 zone. The vt-1 zone detection was satisfied. At 29 seconds total elapsed time the device charged and delivered a 41 joule shock (initial polarity). The charge time was 7.3 seconds and the post-shock impedance was 74 ohms. Attempt 4: the rhythm was not converted, and detection was met again in the vf zone (vrate of 224 bpm). At 42 seconds total elapsed time, the device charged and delivered a 41 joule shock (initial polarity). The charge time was 7.3 seconds and the post-shock impedance was 74 ohms. Attempt 5: the rhythm appeared to have been converted for approximately 10 seconds, and device provided ddd pacing at 65 ppm. The fast rhythm restarted and was redetected in the vf zone (vrate of 225 bpm). At 1:04 minutes into the episode, the device charged and delivered a 41 joule shock (initial polarity). The charge time was 7.2 seconds and the post-shock impedance was 67 ohms. Attempt 6: the rhythm was not converted, and detection was met again in the vt-1 zone (vrate of 180 bpm). At 1:19 total elapsed time, the device charged and delivered a 41 joule shock. The polarity for this shock was reversed because it was the last shock available in that zone. The device reverses polarity on the last shock in a therapy zone. The charge time was 7.2 seconds and the post-shock impedance measurement was greater than 125 ohms (flagged as high impedance). Attempt 7: rhythm was not converted, and detection was met again in the vf zone (vrate average of 173 bpm with some beats in the vt-1 and vt zones). At 1:34 total elapsed time, the device charged and delivered a 41 joule shock (initial polarity). The charge time was 6.4 seconds and the post-shock impedance was 69 ohms. Attempt 8: the rhythm appeared to have been converted for approximately 9-10 seconds, and device provided ddd pacing at 65 ppm. The fast rhythm restarted and was redetected in the vf zone (vrate of 224 bpm). At 1:57 minutes into the episode, the device charged and delivered a 41 joule shock (initial polarity). The charge time was 7.2 seconds and the post-shock impedance was 71 ohms. Attempt 9: the rhythm was not converted, and detection was met again in the vt zone (vrate average of 212 bpm with some beats in the vt-1 and vt zones at 2:11 total elapsed time). Because detection was met in the vt zone and the max number of shocks for that the zone had already been delivered, no shock was delivered for this attempt. Attempt 10: redetection was met again in the vf zone (vrate average of 180 bpm with some beats in the vt- and vt zones). At 2:16 minutes into the episode, the device charged and delivered a 41 joule shock. The polarity was reversed because this was the last available shock in the vf zone. The charge time was 7.2 seconds and the post-shock impedance was greater than 125 ohms. Attempt 11: the rhythm was not converted, and detection was met again in the vt-1 zone (vrate average of 155 bpm with some beats in the vt-1 and vt zones) at 2:39 total elapsed time. Because detection was met in the vt-1 zone and the maximum number of shocks for that the zone had already been delivered, no shock was delivered for this attempt. Attempt 12: redetection was met again in the vf zone (v rate average of 165 bpm with some beats in the vt-1 and vt zones) at 2:59 total elapsed time. Because detection was met in the vf zone and the maximum number of shocks for that therapy zone had already been delivered, no shock was delivered for this attempt. There were no further attempts. Rhythm continued fast and the event ended at elapsed time of 9:42. The technical service consultant concluded that the device functioned as programmed. Therapy was exhausted after 10 attempts. Following therapy delivery on attempts#6 and attempt#10, a greater than 125 ohms shock impedance was recorded.